Event description:
The distributor reported that the patient's device was explanted due to skin flap necrosis. Implantation of the contralateral ear is planned.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.